Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The insulin pump had broken reservoir tube lip, broken belt clip slot, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump was squirting out insulin and numbers were taking longer than usual to increase on the screen. The customer's blood glucose was 169 mg/dl. It was further stated that a piece on top of the reservoir compartment cap was missing. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.